Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.

Event description:
Customer reported no reactivity with vs315 and a pt with anti-m. Reactivity was observed with 0.8% resolve panel a, vra135. This report corresponds to ortho clinical diagnostics inc (B)(4).